Manufacturer narrative:
Results: a sample was not returned for evaluation. Customer photo confirms front rear barrel separation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to CAPA (B)(4) for complete documentation and action plans.

Event description:
It was reported that the safety mechanism of the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter fell apart upon activation, leaving the needle exposed. No injury or medical intervention was reported.